Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A mics handpiece was malfunctioning during a case with dr. (B)(6) at (B)(6) in (B)(6) today. The latch on the back of the handpiece that locks the trigger at various angles broke off while cutting the tibia and the trigger was sticking even when the surgeon released pressure on it. Tka.

Manufacturer narrative:
Reported issue: a mics handpiece was malfunctioning during a case with dr. (B)(6) at (B)(6) in (B)(6) today. The latch on the back of the handpiece that locks the trigger at various angles broke off while cutting the tibia and the trigger was sticking even when the surgeon released pressure on it. Product history review: device history records indicate 25 devices were manufactured under lot k0b19 and all were accepted into final stock on 04/04/2018. Complaint history review: a review of complaints related to prodex lot k0b19 shows no additional complaint(s) related to the failure in this investigation. Visual inspection: visual inspection revealed that the handle pivot latch dislocated from the handpiece. Dimensional inspection: dimensional inspection was not completed as visual and functional inspection clearly shows the failure of the device. Material analysis: material analysis was not completed as visual and functional inspection clearly shows the failure of the device. Functional inspection: functional inspection revealed that the handpiece handle could not become unlocked because the latch to unlock that function had dislocated. The pin had fallen out of the pivot latch and the latch had dislocated from the body of the handpiece. Conclusion: it was confirmed that the pin attaching the handle pivot latch to the mics became dislocated.

Event description:
A mics handpiece was malfunctioning during a case with dr. (B)(6) at (B)(6) in (B)(6) today. The latch on the back of the handpiece that locks the trigger at various angles broke off while cutting the tibia and the trigger was sticking even when the surgeon released pressure on it. Tka.